Manufacturer narrative:
Phone number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported their philips information center classic (pic) froze. The device was in use on a patient. There was no report of patient or user harm.